Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. The device has not been received for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
The device has been received and a follow-up report will be provided when our investigation is completed.